Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced unintended stimulation in his ribs and abdomen following a fall. System diagnostics determined low impedances. Reprogramming was tried to no avail. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention wherein the lead was explanted and replaced with another model.

Event description:
Additional information received identified the patient is receiving effective stimulation following a procedure.